Event description:
A healthcare professional reported that during the intraocular implantation the lens was found to be broken after insertion. The lens was still in patient eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The root cause for the reported scratched lens may be related to a failure to follow the IFU(instruction's for use). A non-qualified viscoelastic was indicated. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).